Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for associated lot numbers h12d30047, h12c30049, and h12h31095 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up report will be submitted.

Event description:
Same patient as (B)(4). This is report 2 of 2. This is a report of peritonitis in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). The patient experienced peritonitis and was hospitalized the following day for the event. The cause of the peritonitis was unknown. Treatment was not reported. Dianeal and extraneal therapies were ongoing. The patient was discharged from the hospital and was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). On (B)(4) 2013, follow up information was received related to this event. It was reported that the patient experienced a break in aseptic technique which resulted in the peritonitis. During hospitalization, therapies were discontinued. The patient was treated with unspecified antibiotics for the peritonitis and was discharged from the hospital. It was unknown if the patient recovered from the events. As a result of the reported use error/break in aseptic technique, it was determined that the transfer set is no longer a suspect product of this event. Further investigation pertaining to this case of peritonitis can be found in report 1416980-2013-05644. No further investigation will be performed in this complaint.